Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. The patient reported that the previous ins was replaced, and new ins placed was put in a different position (right buttock higher up). The patient reported that the ins was replaced because the therapy had stopped due to por the patient reported that the charger started showing a dr with por on the screen. The patient reported that following the por issue, they stared getting only two coupling bars and the ins flipping on its side and they were charging 2-3 times a day, too frequently. The patient reported the issue was assessed by the hcp and a replacement was planned in june, but the hcp had the schedule was pushed to july.